Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, void or discontinue orders were showing at the devices. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the discontinued orders were showing at the pyxis devices. A technical support specialist (tss) dialed into the server and reviewed the order identification, which showed it was discontinued. The tss also confirmed that the patient associated with the medical record number (mrn) had been discharged. The tss then dialed into the station to locate the mrn ID but found no results. The tss made multiple attempts made to contact the customer to verify if the issue was resolved, but no response was received. As the issue was related to a discharged patient and a discontinued order, and no further action was required, the case was updated for closure. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, void or discontinue orders were showing at the devices. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.